Event description:
It was reported to the manufacturer that the vns patient has been experiencing an increase in seizure activity for a period of time. It is unknown if the increase is above pre-vns baseline. The relationship between vns therapy and the increase in seizure activity is unknown. The patient's generator was replaced prophylactically. Good faith attempts to obtain the explanted product and additional information regarding the reported event have been unsuccessful to date.